Manufacturer narrative:
D10. Concomitants: 320-40-00 - humeral liner, 40mm, +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-35-08 - small superior/posterior augglenoid plate,right, 308-02-13 - 13x120mm distal stem modular cemented, 308-05-27 - distal fixation ring ha 27.5, 308-10-00 - med prox body +0, 308-15-01 - taper locking screw 0.

Event description:
It was reported via clinical study that the 72 yo male patient experienced aseptic glenoid loosening. As a result, the patient noticed increased pain and decreased motion without reported inciting event. The x-ray and CT-scan confirm aseptic glenoid loosening. The date of event onset is (B)(6) 2023. The patient was bone grafted on the glenoid side using iliac crest autograft and donor allograft. Glenosphere was not placed. Patient will have CT scan at 3 months to assess healing. If there is consolidation of the graft and the baseplate is solid, surgeon will go back and place a glenosphere and remove the upside down liner and tray, and place a new tray and liner. The outcome was last known as continuing.

Event description:
Approximately 2 month(s) and 12 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient noticed increased pain and decreased motion without reported inciting event. X-rays and CT scan confirm aseptic glenoid loosening. It was noted in the patients medical history, a further diagnosis of humeral stem loosening. There were also notations regarding previous events of extensive debridement; hemiarthroplasty (biological glenoid w/humeral resurfacing); revision of hemi to tsa w/poly glenoid; revision to rtsa w/allografting to glenoid; and removal of implants, abx spacer, and debridement prior to the onset of the loosening event. The patient underwent standard reverse with humeral reconstruction stem revision with the reported removal of the torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap. The patient was bone grafted on the glenoid side using iliac crest autograft and donor allograft. Glenosphere was not placed. Patient will have CT scan at 3 months to assess healing. If there is consolidation of the graft and the baseplate is solid, surgeon will go back and place a glenosphere and remove the upside-down liner and tray and place a new tray and liner. An update was reported that the patient was seen approximately 5 months after revision and stable x-rays, next revision surgery still pending.

Manufacturer narrative:
(D10) concomitant devices: 320-40-00 - 145-deg pe 40mm hum liner +0: (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6); 320-35-08 - small superior/posterior augglenoid plate,right: (B)(6); 308-05-27 - distal fixation ring ha 27.5: (B)(6); 308-10-00 - med prox body +0: (B)(6); 308-15-01 - taper locking screw 0: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.